Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer had a blood glucose level over 350 mg/dl. Customer treated with an injection of insulin. Customer stated that the pump alarmed during normal use. A replacement battery cap will be sent. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.